Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. Customer stated that the easy bolus button is not working. The customer was advised that the device would be replaced. While on the line with mdt the customer stated the easy bolus button is working correctly now. Customer declined the insulin pump replacement. The customer will call back if issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).